Manufacturer narrative:
Analysis of programming history.

Event description:
Review of programming history showed that an interrupted a generator was interrogated at settings indicative of an interrupted system diagnostic test during generator implant. The settings were not corrected at the time of the event. No adverse events have been reported as a result of this. High impedance was also seen during diagnostics; however this resolved on the date of surgery as two subsequent system diagnostics show normal impedance.